Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: replaced worn fingers on complete pressure adjusters with tip replacement kits to correct issue. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure, it was observed that the 4580 fms duo+ pump/shaver combo device had poor suction. There was a delay of under 30 minutes in the surgical procedure. A spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.